Event description:
It was reported that balloon rupture occurred. The 40% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel below the knee. A 4.0mmx40mmx80cm (4f) sterling balloon was advanced for dilation. However, during the second inflation at the nominal pressure for about 30 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.